Event description:
The international customer reported the ventilator alarmed and did not switch to battery when ac power was removed, and power turned off. The ventilator was not in use on a patient; therefore, there was no patient involvement or harm. The manufacturers service engineer confirmed the problem and reported review of the device diagnostic history indicated a battery failure occurrence that would allow the device to continue to ventilate during normal ventilation operation, but would not charge the battery. The service engineer reported the battery was replaced to address the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources. Final testing was completed per operating specifications.